Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Reportedly, the customer's husband gave the customer a manual insulin injection and drove the customer to the emergency room (ER) and customer was subsequently admitted into the hospital with a (bg) of 376 mg/dl, with high ketones. Ketone levels considered life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released on (B)(6) 2023 with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.